Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose values, up to 600+ mg/dl. Troubleshooting found the insulin pump apparently working as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. No further information was provided.